Manufacturer narrative:
Internal report reference number: (B)(4) b2: adverse event report is being submitted due to symptoms related to diabetes - lightheadedness and nausea. Test strips and meter were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-025: strip inserted backwards or upside-down note manufacturer made several attempts to contact customer to ensure the customer was no longer experiencing symptoms and to ensure the customer¿s initial concern was resolved- unable to establish contact with customer.

Event description:
Consumer reported complaint for seeing only her previous results when she attempted to run a blood test. Customer is feeling lightheaded and nauseous and needing to test but does not need any medical assistance. Customer just got the meter and strips yesterday and she was pushing the button and inserting the strips into the meter backward. The customer was trained on how to turn the meter on and how to run a blood test. The customer ran a blood test and was able to get 107 mg/dl fasting am (not concerned). The customer¿s expected fasting blood glucose test result range is undisclosed. Medical attention is not reported as a result. The product is storage location is undisclosed. The test strip lot manufacturer¿s expiration date is 07/28/2026 and per the customer the open vial date is undisclosed. The meter memory was not reviewed for previous test result history.